Event description:
A (B)(6) male pt's spouse called zoll customer support to report the pt's electrode belt had a damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. As received the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The pulled cable cause an intermittent connection between the rear therapy electrode and the distribution node. The root cause of the damaged cable cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.